Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.